Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had black specks within the twist off (middle) port. This was observed during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual devices were not available; however, photographs of sample(s) were provided for evaluation. Visual inspection was performed which observed black spots of particulate matter (pm). The pm appeared to be either on or embedded in the upper outer flange of the administration spike port and not in the actual twist off portion of the port; the black spots do not appear to be in the actual fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.